Manufacturer narrative:
A review of the device history record showed the device had a manufacture date of 11 sep 2006. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(6) was performed which confirmed that this device was not involved in a production failure, which correlates to the customer reported issue. A review of the complaint history record in trackwise and sap was performed for the sn (B)(6) which confirmed similar complaints with the same or related failure mode for this customer.

Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they replaced rear case recall completed. Replaced air in line due to 242.4030 error, replaced bezel assembly, front door, sear latch, iui right, iui left. A review of the device history record showed the device had a manufacture date of 11 sep 2006. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for (B)(6) was performed which confirmed that this device was not involved in a production failure, which correlates to the customer reported issue. Based on the findings, service determined that the proximate cause of the reported issue was due to electrical failure of the ail sensor causing error code 242.4030. During servicing we identified a faulty sear which constitutes a reportable malfunction. There was no patient involvement. The failures leading to motor stall (error code 242.4030) was confirmed and replicated during testing. Review of the pump module error logs confirmed motor stall error code 242.4030.0 (motor_stall_failure) was present in the logs. Internal inspection confirmed optical sensor (op1) was damaged on the air-in-line sensor assembly. Replacement of the air-in-line assembly and subsequent functional testing the pump module functioned properly with no further alarms or malfunctions occurring. Functional testing confirmed that the sear failed to properly close the safety clamp when the door was opened. Replacement of the broken sear and re-execution of door actuations found the sear to properly close the safety clamp when the door was opened. A review of the complaint history record in trackwise and sap was performed for the (B)(6) which confirmed similar complaints with the same or related failure mode for this customer. There are CAPA #'s noted for the following parts replaced that have an already existing CAPA. CAPA #ca-2018-0161 for iui's. CAPA #ca-2014-0284 for ail. CAPA #ca-2015-0195 for bezel lower hinge. CAPA #_00926 for broken door latch. CAPA #ca-2013-0494 for sear damage.

Event description:
It was reported that there was an unknown problem with the device. The device was removed from service a few years ago and was replaced with a new device, but due to the need for additional devices due to covid, the customer would like to send in this device for recalls and make it operational. There was no patient involvement.

Manufacturer narrative:
The affected device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
It was reported that there was an unknown problem with the device. The device was removed from service a few years ago and was replaced with a new device, but due to the need for additional devices due to covid, the customer would like to send in this device for recalls and make it operational. There was no patient involvement.